Manufacturer narrative:
Pt info:unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/1.0/070 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was intraoperatively implanted and removed. On the same date in a separate surgery it was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.